Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that there was a sensor anomaly. The sensor's electrode came out of the hub. The customer's blood glucose was unknown. The customer was sent a new sensor.